Event description:
It was reported that during treatment of the sfa, after being activated for approximately three minutes, the tip of the recanalization catheter detached and was lodged in the calcified lesion of the cto. The device was removed without further difficulty and the procedure was aborted. There are no plans to retrieve the tip. There was no report of injury to the pt.

Manufacturer narrative:
To date, the device has not yet been returned for evaluation. The investigation is currently underway.